Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided and a review of the sales history to the account the device was sold to the distributor in december 2013, which places the age of the at approximately 1 year and 10 months. The actual service life of the device was not provided to us by the account, however, hospital reported that the device is no longer under warranty. A review of the certificate of conformity (c of c) is not applicable at this time because it is probable that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro t.w. Power supply stopped working. A replacement device was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2015 09:58 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro t.w. Power supply stopped working. A replacement device was used to complete the case. The hospital did not report any patient effects.